Manufacturer narrative:
No autopsy was performed and the device was not explanted. A direct correlation between (B)(4) and the patient's outcome could not conclusively be established. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 35 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2019. It was reported that the patient expired. The cause of death was not provided. No further information was provided. Additional information received indicated that doctor did not specify the exact cause of death. It was reported that it was probably related to the patient's initial state and extracorporeal circulation which prolonged due to fortuitous events. No further information was reported.